Event description:
It was reported the patient had "had it happen before where there were bad lead wires" when reporting a complaint regarding pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v090005, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; (B)(4).